Event description:
It was reported that there was a power on reset (por) condition. It was unknown if the por was showing up on the patient programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID 377660, lot# v001920, implanted: (B)(6) 2005, product type: lead. (B)(4).